Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
A pharmacist reported that a consumer brought in some bd relion® insulin syringes 1 ml that had loose needles. The consumer stated it broke off in his arm but he was able to remove the needle without any medical intervention.

Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. Two investgations were performed. One in (B)(4) and the other at (B)(4). The samples were evaluated under the microscope, and the customer's indicated failure mode for detached cannula with the incident lot was observed. Upon evaluation by qe ah, it was noted that both samples exhibited insufficient adhesive along the interior of the barrel tip, where the cannula is affixed on the pils (point inspect lube shield) machine. Adhesive was noted, under ultraviolet lighting, to be along the exterior of both samples' barrel tips, indicative of a misalignment of the adhesive nozzle during manufacturing of this batch. When this occurs, the cannula may have insufficient adhesive during the curing process to affix it within the barrel tip. As with both of these samples, the cannula has an increased chance of becoming dislodged during initial use of the syringe. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Refer to CAPA (B)(4).